Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunction was identified during the device evaluation: the cover of the universal cord is broken in several places. A root cause could not be identified. Based on the results of the investigation, the most probable cause of the complaint is cause traced by a component failure due to some kind of excessive force. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that during inspection for use the subject device had broken insertion tube. There were no reports of patient harm.